Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading ranged from 40 to 62 mg/dl, while the sensor glucose ranged from 125 to 387 mg/dl. Troubleshooting was done. Product is not expected to return.